Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During procedure, the balloon ruptured at 6 atm upon the first inflation. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications, and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A break was identified in the hypotube shaft just distal to the hub/manifold. No issues identified on the shaft polymer extrusion profile. A microscopic examination of the balloon noted that the balloon appeared to be slightly unfolded and when an attempt was made to inflate the balloon a pinhole was observed in the balloon material less than 1mm proximal to the distal markerband, confirming the reported allegation. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the shaft polymer extrusion noted that the inner and outer lumen were bunched and stretched 4.8cm from the distal tip. The distal tip showed no sign of damage. A microscopic examination of the proximal and distal markerbands identified no damage. An inflation aid was attached and using an encore unit (pretested druck gauge) the balloon inflated to rated pressure of 12 atmospheres without resistance, however liquid began to leak from the balloon. A pinhole was observed in the location of the leak less than 1mm proximal to the distal markerband. No other device issues/defects were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During procedure, the balloon ruptured at 6 atm upon the first inflation. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications, and patient was in good condition post procedure.